Event description:
Boston scientific received information that this unknown fineline ii right atrial (ra) lead became entrapped during the implant procedure in the chiari network of the patient's anatomy. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.